Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auto-discharge configuration differences across units combined with multiple patient transfers within short timeframes. The technical support specialist (tss) reviewed xml and admit discharge transfer (adt) messages, confirmed the auto-discharge logic was functioning as configured, and shared findings with the customer. The case was escalated to the interface team for visibility, and no system correction was required. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient showing auto discharged but actually still admitted. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.